Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. There was no secondary shape to the embolization coil upon the initial advancement of the smart coils out of their introducer sheaths. After lightly shaking the embolization coils, the coils relaxed and the secondary shapes were present. Conclusions: evaluation of the returned devices revealed that the smart coils secondary shape was not present after the initial advancement out of their introducer sheaths. After advancing out of the introducer sheaths and lightly shaking the embolization coils, the coils relaxed and the secondary shape were present. The root cause of the reported issue may have been related to excess tension within the embolization coils; however, once the tension was released, the coils functioned as intended. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician found that the smart coil had no shape as it was advanced out of the non-penumbra microcatheter to be placed in the patient; therefore, the smart coil was removed. The procedure was ended after attempting to place additional coils, though no coils were successfully placed due to the shape of the aneurysm. There was no report of an adverse effect to the patient.